Manufacturer narrative:
E1: facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump continues to display a downstream occlusion. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
D3 - mfg establishment name and address: corrected. D9 - date returned to mfg: 2/10/2025. H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are high alarm (downstream occlusion) displayed. The device was visually inspected and found worn upstream occlusion (uso) seal, cracked downstream occlusion (dso) seal. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to dso sensor. Replaced the dso sensor to correct the issue. The device passed all functional testing after repair.